Manufacturer narrative:
The device has not been returned to the MFR.

Event description:
It was reported that there was a problem with csf not flowing steadily through the catheter. When they removed the system, there was about 3 cm of the catheter that remained in the patient and the end of the catheter was sheared. It was unclear if the anesthesiologist was removing the needle before pulling on the catheter to position it.